Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 92 mg/dl and the sensor glucose was 56 mg/dl at the time of the incident. The customer stated that customer sensor reading were low and threshold was suspending. The customer¿s blood glucose was 203 mg/dl, 257 mg/dl and the sensor glucose was 110 mg/dl. Sensor glucose value that triggered the suspend event was 41 mg/dl and threshold suspend limit in sensor settings was 75 mg/dl. The customer treated with injections. The sensor will not be returned for analysis.